Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the lead was replaced per physician's preference. It was also reported that the lead was fractured at the second contact when the patient had a non-device related fall. No device malfunction was suspected. The device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was noted that the lead had one contact out and appeared to be broken in viewing imaging. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was noted that the lead had one contact out and appeared to be broken in viewing imaging. The patient will undergo a lead replacement procedure.